Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). On (B)(6) 2016, it was reported that the blade skipped while doing a graft. Clinical follow up was conducted to clarify any additional information about the reported event however, the customer was unresponsive. The customer returned an air dermatome device, serial number (B)(4), for evaluation. The device history record (DHR) review was unable to be performed as the DHR associated with this serialized device was unavailable for review at the time of processing this complaint. Zimmer biomet surgical has not previously repaired/evaluated air dermatome serial number (B)(4) as documented in the repair reports in livelink. Initial qa inspection of the air dermatome on (B)(6) 2016 revealed minor nicks and scratches to the head, neck, and housing of the hand piece. The swivel rotates 360 degrees, has 2 engagement pins, and has an o-ring on the swivel. The master blade ((B)(4)) sits flush with the control bar and the reciprocating arm was worn. The safety switch operated as intended. The bottom face of the head of the hand piece has an area of wear near the control bar. The device was tested under the digistrobe ((B)(4)) with the qa test hose and the motor speed was (B)(4) revolutions per minute, the motor ran somewhat intermittently. The customer hose and width plates were not returned for evaluation. It was also noted that the device calibration was out of specifications. Repair of the air dermatome was performed by zimmer biomet surgical on (B)(6) 2016 which included replacement of the ball detent, thickness lever, reciprocating arm, bearings, seal and retaining ring, motor, poppet assembly, gears, damaged head, damaged control bar, calibration shaft, and swivel. Air dermatome, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was non-verifiable since during initial inspection it was technician could not duplicate the reported event however, it was also noted that the motor speed was within specification but ran somewhat intermittently. The root cause of the reported event cannot be specifically determined with the information provided. The IFU states that the device should be returned for preventative maintenance every twelve months. The device was never returned for service at medicrea. The device functioned as intended after replacement of the ball detent, thickness lever, reciprocating arm, bearings, seal and retaining ring, motor, poppet assembly, gears, damaged head, damaged control bar, calibration shaft, and swivel. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Air dermatome, serial number (B)(4) was repaired, tested and returned to the customer.

Event description:
It was reported that the blade skipped while doing graft. No adverse events were reported as a result of this malfunction.